Manufacturer narrative:
Investigation included guided troubleshooting, verification of bluetooth status, device restarts, confirmation of the pairing code, and use of a sensor activation method. Investigation of this case revealed that the sensor subsequently connected and began displaying glucose values on the ilet after activation, indicating restoration of normal function. It was concluded that the event was a connectivity pairing issue resolved through user education and standard troubleshooting.

Event description:
It was reported that a dexcom g7 continuous glucose sensor initially failed to pair via bluetooth to an ilet bionic pancreas, and the user had first paired the sensor to the dexcom app rather than the ilet. Symptoms included no adverse clinical effects and no abnormal blood glucose readings. Outcomes included no alerts or alarms and no medical intervention or hospitalization.